Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Microscopic visual inspection of the header revealed damage to the ventricular distal seal plug. Further inspection of the header found body fluid contamination near the rv port entrance and nearest to the rv tip electrode. Analysis concluded that the body fluid contamination entered into the header through the damaged seal plug.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that a revision procedure was performed to move the location of this cardiac resynchronization therapy defibrillator (crt-d) from subcutaneous to subpectoral. Upon opening the device pocket there was blood in the device header that appeared to be from the implant procedure. No abnormal function of the device had been observed, however the physician requested for a new device. The device was explanted and successfully replaced. No adverse patient effects were reported. Additional information was received from a letter the patient sent in to boston scientific. The patient expressed dissatisfaction with the product performance of her crt-d and is requesting compensation due to pain she has encountered from undergoing two surgical procedures within nine months. Because of this, the patient has indicated that she now suffers from post-traumatic disorder and somatic syndrome and is seeking treatment. The patient mentioned in the letter that she weighs less than 100 lbs and was concerned with the initial device placement as it was causing pain from the pressure under the skin. This led to the revision to place the device subpectorally.